Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. In (B)(6) 2019, the recipient first presented with biofilm. On (B)(6) 2021, the recipient's device was reportedly explanted and reimplanted with another advanced bionics cochlear device. The recipient's infection has resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Advanced bionics was notified that the recipient's device was explanted in (B)(6) 2019 due to infection with the presence of biofilm. On (B)(6) 2021, the recipient was reimplanted with another advanced bionics cochlear device. The explanted device was discarded and will not return for analysis.